Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have "lung cancer. Machine is not snapping into place." There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 02, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged lung cancer related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Additional information was received about the alleged asthma (new or worsening). The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, there is unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The base unit returned with an off brand filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer inspected the device internally, observed unknown debris in the tracks of the ui panel, there are mineral deposits present on the motor casing and within the blower housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. The humidifier base was also investigated. The humidifier latch shows signs of stress fractures and damage causing the humidifier lid to not latch properly, explaining the phenomenon mentioned in the complaint of the machine not snapping into place. There is unknown dirt/dust/debris present all within the humidifier base. They also observed a keratin like substance was observed around the blower box outlet. The unknown dust/ dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found twenty-one error codes. The manufacturer concludes that they were not able to directly address the patients' symptoms and there was no evidence of sound abatement foam degradation. They can confirm the humidifier lid is not latching properly due to the latch being damaged and the presence of contamination in the airpath.